Manufacturer narrative:
Findings: unit received with reservoir tube lip partially broken off, reservoir does not stay locked in. Unit received with operating currents within spec. Unit passed selftest, compromised forced sensor error test, rewind, basic occlusion test and displacement test. However, unable to prime unit during prime/a33 test due to faulty force sensor resistor(gold). Unable to perform excessive no delivery test, occlusion test or displacement accuracy test due to prime anomaly. Unit received missing reservoir tube o-ring, minor scratches on case, missing end cap sticker and minor scratches on lcd window. Unit received with corroded battery tube.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer called and reported that they received emergency medical assistance due to low blood glucose on (B)(6) 2017 with blood glucose of 17 mg/dl at the time of the incident. The customer was in a car accident during the low blood glucose incident. The customer was given glucagon to treat. The customer also reported a low of 31 mg/dl on (B)(6) 2017. The customer was wearing the insulin pump during the incident. Troubleshooting was not completed as the customer declined. The customer reported damage to the pump's reservoir compartment and the reservoir was not locking properly in the compartment. The insulin pump will be returned for analysis.